Event description:
A report was rec'd from user that she experienced bilateral burning sensation, pain, headache and intense light sensitivity when outdoors after using clear care lens care solution for the first time today. No medical intervention was reported. She stated she stored her lenses in the solution overnight in the lens cup provided with purchase. She was informed that rinsing eyes with water or saline, use of a rewetting drop and/or a cold compress may provide some relief from discomfort and was encouraged to seek medical attention and to not wear contact lenses for a few days. Follow-up info rec'd (B)(6) from the user indicated she was unable to be seen by her eye care professional until the following day, so she went to the emergency room and was treated for acute conjunctivitis. No specific treatment info was provided. The user is "getting better" but eyes are still very red. Follow-up visit with her eye care professional expected in 2-3 days. Follow-up info rec'd (B)(6) 2010 from the user's daughter indicated that the user is still under care and rec'd unspecified treatment for a "bad nerve in the eye." The user stated her eye has not healed, vision is still blurry and light sensitive, but redness has resolved. She explained the event began when she first inserted her lenses. She removed her lenses and rinsed eyes with unspecified solution and went to sleep. Upon awakening from her nap, her eyes were bloodshot red and had a headache. She stated the drops given to her by the eye care professional are now working. Request has been made for add'l info, however no further details are available at the time of this report.

Manufacturer narrative:
The product was not made available in order to conduct an eval. An eval of the reported lot info is underway by mfg. Limited and/or lack of detailed info is known for this event, therefore, it is considered to be serious and reportable as a possible permanent loss of visual acuity. (B)(4).